Event description:
Ohicho neo is an otw-type pta balloon catheter compatible with 0.035 inch guidewire. Ohicho neo has no approval in USA. However, we intend to report this case as the event occurred on the similar device for "metacross otw" (otw type pta balloon dilatation catheter, 0.035" guidewire compatible) in us under 510(k)# k152080". The device was used to dilate a stenotic lesion proximal to the anastomosis at 24 atm for approximately 10 seconds. After the procedure, when attempting to remove the device, it became caught on the sheath, resulting in difficulty in removal.

Manufacturer narrative:
The product broke into two pieces, and the tip fragment was returned along with the sheath while the guidewire was still inserted. The product fractured at the balloon section approximately 24 mm from the tip, and there were wrinkles in the balloon section between approximately 10 mm and 24 mm from the tip. The product fractured at the shaft section approximately 195 mm from the tip, and the fracture surfaces of the distal side and proximal side fragments matched. The returned guidewire (0.035 inches) could be inserted without resistance. Possible causes and our assessment: we concluded that the tip of the balloon became caught on the tip of the sheath, preventing the device from being removed.